Manufacturer narrative:
A ge service representative performed an onsite investigation. The control panel power supply was increased to 5.1 vdc. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a control panel error message and a communication error message. No patient injury was reported.